Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complications experienced by the patient. The hospital name, surgeon name, and date of the procedure are unknown. Isi has made several attempts to contact the patient to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient claimed that she lost a third of her blood while undergoing a da vinci hysterectomy that was converted to traditional open surgery. Also, the patient claimed that she required physical therapy after undergoing the da vinci surgical procedure.

Event description:
On (B)(4) 2015, intuitive surgical, inc. (Isi) received voluntary report mw5038982 with the following event description: I received a total hysterectomy with a da vinci robot. The measurements were off and I was under for 11+ hours. I was taken off the robot and a regular hysterectomy was performed. As a result, I have numbness and pain in my left leg and foot. I also suffered a rotator cuff injury and underwent physical therapy for my shoulder. I stayed in the hospital for 4 nights and lost more than a third of my blood during the surgery. Recovery was strange because I had more pain in my shoulder than in my incision areas. My doctor did not know how to prescribe muscle relaxants or pt.